Event description:
Found broken t-handle in spd.

Manufacturer narrative:
Examination of the returned instrument confirmed the handle broke into two pieces; one half was not returned. The cause is attributed to misuse and heavy usage. The part was not etched to determine the age of the product. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.